Manufacturer narrative:
Date estimated. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that two proglide devices were attempted in an artery using the pre-close technique during a thoracic endovascular aortic repair (tevar) interventional procedure. The number of arteriotomy sites was not provided. The sheath size was upsized to 24f sheath. Reportedly, both devices were used according to the instructions for use (IFU); however, due to the hole being too big the devices did not achieve hemostasis. Two non-abbott devices were used to achieve hemostasis. No additional information was provided.